Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, sn (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. All tests passed. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an internal electrical short in the handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ . The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from korea, the device experienced a drill console error which did not resolve with troubleshooting. Reportedly, the surgeon abandoned the navio and finished the case using manual instrumentation within a 0-30-minute surgical extension with no additional impact/case complications per the field report. It was communicated that the device will not return and the requested clinical documentation was not available . Patient impact beyond the reported modified procedure and the minor surgical delay would not be anticipated as no patient injury was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, after registration was all done during a navio tka procedure, the error message "internal cabling/drill console error. Please contact robotics customer support." Popped up when they were about to start bone cutting. The same error message appeared again when the surgeon resume the case on same step. They tried with the handpiece and anspach drill connections, but the issue was not resolved. They changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.